Event description:
It was reported that the patient was admitted to the hospital and underwent a spinal cord stimulation implantable pulse generator ipg revision due to erosion at the ipg site in the right buttock area. The patient experienced discomfort at the ipg site and the ipg felt superficial underneath the skin. The ipg was repositioned to be deeper in the pocket.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021.